Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the excel 36khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: due to incorrect use of the key holder, the sound transmitter in the housing was twisted and the housing was broken as a result of user error, (keyholder was not used). To resolve the issue, the housing and the associated sealing rings were replaced, and the handpiece (hp) has been tested, recalibrated, and passed all the testing parameters. Root cause - the root causes have been identified as ¿hp overtorqing¿ and "cracked housing." Corrective and preventative action (CAPA) has been raised to investigate "hp overtorquing" and a CAPA to supplier has been raised to investigate "cracked housing."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that before the operation, the cusa excel 23khz straight handpiece (c2600) had a cracked housing. The patient was already under anesthesia, and the surgery was performed without the device, as a replacement device was not available. There was no patient injury; however, there was increased surgery time of more than 30 minutes.